Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly noted. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was unknown, but was around 105mg/dl. The customer states they received motor position encoder error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.